Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was explanted due to infection. The device remains implanted with the port plugged. Rhythmcare discussed that this is considered off-label. A new electrode is expected to be implanted once the infection is cleared. No additional adverse patient effects were reported.